Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they replaced the computer for the navigation system. The navigation system then passed the system checkout and was found to be fully functional. The suspect computer has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, when starting up the navigation system, the system became unresponsive. The representative restarted the system three times to resolve the reported issue. When performing a hard reboot, the screen displayed "no input detected" and did not show the normal startup prompts. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The analysis on the suspect computer was completed. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.